Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that screen was harder to see at certain angels and also screen had rainbow effect. The customer blood glucose level was unknown at the time of incidence. Customer also reported that insulin pump rejected new batteries. Customer also stated that the screen was only like that in the sun. The device will not return for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test. Insulin pump received with minor scratched lcd window. (B)(4).